Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2021. It was reported that the trial patient was feeling pain in their vagina but did connect with their representative and turned stimulation up to see if this helps. Additional information was received from the patient. The patient mentioned being unsure if pain and the hurting of sitting down is getting any better. The patient reported they can't urinate anymore and they are catheterizing much more than they were prior to trial. The patient stated this was getting worse prior to starting trial, but reported they think these symptoms are worse than their baseline prior to starting trial. The patient stated this keeps getting progressively a little worse and stated they didn't catherize as much in the beginning as they are now. The patient stated they think they are using device wrong and stated they are overwhelmed by everything so their "brain won't work right". They think they were told by manufacturer representative (rep) to turn it up everyday until the patient feels stim and the patient inquired if this means to increase stimulation until feeling stimulation or until pain in pelvic area stops. The patient stated they have been trying to get in contact with the rep, but stated they haven't been able to. The patient stated they think they have been giving them all the wrong numbers and clarified when they are getting follow-up calls they are accidentally providing the wrong numbers because they have been scatter brained. The patient stated they have been reading the wrong columns to the person that has been calling. The patient stated they were told last not to make anymore changes to therapy. On call, the patient connected and confirmed therapy is on at 3.0v on program 2. The patient said they are scheduled to get implant on (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported.